Event description:
It was reported per field service report: the pump alarmed "low helium" while on a pt. There was no reported harm to the pt.

Manufacturer narrative:
Findings/action taken: could not confirm. Helium tank pressure 235psi. Adapter valve open. Performed leak test for 30 minutes - passed. Checked connections - ok. During functional check the pump was stopped and restarted. The baseline dampened and pump alarmed "large helium leak." Replaced the pneumatic control switch assembly. Ran the pump for one hour, starting and stopping at random - tested ok. The equipment is operational.